Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there has been rv oversensing of ra signals. The sensitivity was increased and still saw oversensing. Intermittent loss of capture was also noted. The patient was sent for x rays. Should additional information become available this file will be updated.